Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints. Based on the information reviewed, the reported clip caught on chordae was likely an outcome of procedural circumstances/user technique. The reported patient effects of foreign body in patient as listed in the instructions for use as a known possible complication associated with mitraclip procedures. The poor imaging resolution was a result of shadowing. Foreign body in patient is an outcome of the clip caught on chordae. The reported unexpected medical intervention was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report clip caught on chordae and foreign body. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted successfully. A third clip delivery system (cds) was advanced to the mitral regurgitation and grasping was performed, but the clip got stuck in chords. Troubleshooting was performed to free the clip, but the clip remained stuck. The decision was made that the clip was in a good position and close enough to the leaflets to just grasp instead of trying to come out and potentially cause damage. The physician was able to grasp both leaflets successfully. The clip was deployed on the leaflets with chords attached to the clip. The clip was stable on both leaflets. There was difficulty with imaging during the use of the third clip due to shadowing. Three clips implanted, reducing mr to 2. Procedure outcome was good/satisfactory. No additional information was provided.